Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 07-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pelvic pain during intercourses') in an adult female patient who had essure (batch no. 3159669 - invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant), arthralgia ("joint pain on the right part of the body"), myalgia ("muscular pain on the right part of the body"), cervicobrachial syndrome ("cervicobrachialgia on the right part of the body"), tinnitus ("ear buzzing"), ear disorder ("ear disorders"), headache ("headaches"), amnesia ("loss of memory"), fatigue ("chronic fatigue"), anxiety ("anxiety"), abdominal pain ("cramps"), menstruation irregular ("disturbed menstruation cycle"), hypersensitivity ("allergic signs"), dyspepsia ("digestive disorders") and visual impairment ("visual disorders"). At the time of the report, the dyspareunia, arthralgia, myalgia, cervicobrachial syndrome, tinnitus, ear disorder, headache, amnesia, fatigue, anxiety, abdominal pain, menstruation irregular, hypersensitivity, dyspepsia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anxiety, arthralgia, cervicobrachial syndrome, dyspareunia, dyspepsia, ear disorder, fatigue, headache, hypersensitivity, menstruation irregular, myalgia, tinnitus and visual impairment with essure. Lot number 3159669 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint, invalid lot number further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pelvic pain during intercourses') in an adult female patient who had essure (batch no. 3159669) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant), arthralgia ("joint pain on the right part of the body"), myalgia ("muscular pain on the right part of the body"), cervicobrachial syndrome ("cervicobrachialgia on the right part of the body"), tinnitus ("ear buzzing"), ear disorder ("ear disorders"), headache ("headaches"), amnesia ("loss of memory"), fatigue ("chronic fatigue"), anxiety ("anxiety"), abdominal pain ("cramps"), menstruation irregular ("disturbed menstruation cycle"), hypersensitivity ("allergic signs"), dyspepsia ("digestive disorders") and visual impairment ("visual disorders"). At the time of the report, the dyspareunia, arthralgia, myalgia, cervicobrachial syndrome, tinnitus, ear disorder, headache, amnesia, fatigue, anxiety, abdominal pain, menstruation irregular, hypersensitivity, dyspepsia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anxiety, arthralgia, cervicobrachial syndrome, dyspareunia, dyspepsia, ear disorder, fatigue, headache, hypersensitivity, menstruation irregular, myalgia, tinnitus and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.